Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 pressure switch was replaced to resolve the issue. Customer contact reports no patient information is available. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).